Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to verify the button error alarm / keypad unresponsive due to the cracked and bleeding lcd glass. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call that numbers began to scroll when attempting to bolus. Customer changed batteries and received a button error alarm. Customer's blood glucose was 143 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.